Event description:
This lead was implanted on (B)(6) 2006. Patient called technical services on (B)(6) 2011 and stated that the lead was replaced on (B)(6) 2011 due to it being faulty. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).